Event description:
It was reported that the procedure was to treat a 75% stenosed lesion in the distal right coronary artery with moderate tortuosity and moderate calcification. Pre-dilatation was performed and the 2.5 x 15 mm xience v stent delivery system (sds) was advanced to the lesion. Some resistance was noted with the vessel during advancement. The sds balloon was inflated to 14 atmospheres (atm) for 30 seconds; however, during the second inflation of 16 atm, for 45 seconds, the balloon ruptured. Post-dilatation was performed to fully expand the stent to the vessel wall and the procedure was completed. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: athlete premium, guide cath: taiga jr4. In this case, it was not possible to perform an analysis on the product because it was not returned to abbott vascular for investigation. There was no report of any damage or leak noted during preparation prior to use or during the first inflation, which suggest that a product deficiency did not contribute to the reported complaint. In this case, it is most likely that the balloon material was damaged (scratched) during interactions with accessory devices and/or the reported moderately calcified, moderately tortuous, 75% stenosed lesion, such that the balloon ruptured during the second inflation attempt. Post-dilatation was performed to fully expand the partially apposed stent to the vessel wall. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for balloon rupture/leak or difficulty deploying the stent for this lot. In summary, based on the reported information and this investigation, the reported difficulties and subsequent patient effect appear to be related to interactions with the patients lesion/anatomy. There is no indication of a product quality deficiency. All stent delivery systems (sds) are 100% visually inspected for balloon damage, including at the point where the balloon is inserted into the protective sheath. Additionally, all sds are 100% leak tested prior to packaging, and a sampling of units is destructively tested to verify balloon rated burst pressure (rbp) and balloon integrity prior to release.